Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels in the middle of the night in the low 50 mg/dl range. Customer's health care professional recommended they adjust their basal rate. Customer drank orange juice to stabilize low blood glucose levels. Tandem technical support guided the customer through adjusting their pump settings.